Event description:
It was reported during percutaneous transluminal angioplasty treatment of an unspecified vessel. Reportedly, an absolute pro stent delivery catheter was placed on the guide wire and started to be advanced when it was noticed that the proximal end of the absolute pro stent delivery catheter dislodged/separated from the handle. The device was removed and another device was used to complete the procedure. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported strain relief being pulled out of the handle was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar strain relief being pulled out of the handle incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.